Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use (IFU) that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. The IFU also cautions that to avoid possible transection of the catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle, guidewire, and the catheter must be removed simultaneously a review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery via medwatch report number mw5060291 that the lumbar drain expelled itself from the insertion site while stitching the catheter in place. According to the report, the lumbar drain was found to have been fractured and the proximal end of the catheter remained in the patient. Reportedly, the fractured end left in the patient will be removed when the patient has shunt placement surgery. It was later reported via medwatch report number mw5060290 that on (B)(6) 2016, the part of the catheter that remained in the patient's body was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.